Manufacturer narrative:
Analysis was normal. No anomalies were found. Additional information: d10, h2, h3, h6

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an infection. The entire system was explanted. The patient was in stable condition.